Event description:
A customer reported to beckman coulter inc (bec) that diluted blood was leaking under the flow cell in coulter lh750 hematology analyzer. The leak was contained within the instrument. The operator was wearing gloves, a lab coat, and eye protection at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer (fse) observed a minimal leak at the erythrolyses reagent delivery port on the different mix chamber. The leak occurred at the molded tubing fitting where tubing meets the molded cup end. The fse replaced the tubing, primed the line, and verified the instrument. The different mix chamber contains blood, diluent, and lh series pak reagents during operation and cleaning agent at shutdown.

Manufacturer narrative:
(B)(4).